Event description:
Healthcare professional reported "bilateral capsular contracture grade IV", "the presence of capsular folds ", and "presence of periprosthetic liquid is observed." Device has been explanted.

Manufacturer narrative:
Facility name: (B)(6) hospital. (B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade IV and the presence of capsular folds.